Event description:
It was reported that in (B)(6) 2007 the patient was cut open 14 inches and fully fused from sacrum to t10. The surgery was not reported to have been device related. When the physician performed the surgery, "he had to move" and it never worked right after the back surgery. It was reported it did not "hit the right spots" although it had worked before. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# j0222748v. Product type: lead: product ID 3708140, serial# (B)(4). Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 3708360, serial# (B)(4). Product type: extension: product ID 377875, lot# j0555561v. Product type: lead: product ID 37742, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).